Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s allegations were confirmed and found to be caused by water invasion in the scope connector. In addition, service found there was water ingress due to holes in the air/water channel. The bending angle was insufficient due to elongation of the angle wire. The play of the angulation knob was out of specification due to the elongation of the angle wire. Water ingress was observed in the light guide bundle, the operation part, and the universal cord. The curved rubber adhesive was missing. There was dirt on the universal cord. Leakage was observed from the scope connector cover. Paint was peeling from the suction cylinder. There were scratches observed on the insertion tube, operation part, tip cover, switch box, up/down knob, up/down angulation lock lever, right/left knob, universal cord, scope connector, scope connector cover, right/left angulation lock knob, grip, and the hardness adjustment ring, due to external factors. The forceps plug cap was scraped off due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the evis lucera elite colonovideoscope (subject device) produced an e315 error code (scope error), and there were vertical lines on the image. There was no report of patient or user harm associated with this event. Additional details have been requested regarding the reported issues.

Event description:
It was further reported that the reported device malfunction led to a 5-minute delay in the procedure. The patient was sedated at the time, and the procedure was successfully completed without any further complications.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for the issue was not established. However, it is probable that the issue occurred because of an electrical conduction failure that was caused by water invasion into the circuit board. The water invasion was thought to have resulted from a detachment of the connecting section of the air/water channel. Olympus will continue to monitor field performance for this device.